Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's skin irritation. No release records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that he had an allergic reaction at the injection site and all over his body, he went to a physician and was prescribed anti-itch cream.